Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a fluctuating pacing impedance value between 400-1500 ohms. The shock impedance values are stable between 65-80 ohms. Right ventricular (rv) sensing has been between 16-25 mv since implant. Threshold hold values have increased from .9v to 2.5 v since implant. Bsc technical services (ts) reviewed a save to disk, and discussed that there were only two episodes to review, and they were from the day of implant. Bsc ts suggested that an x-ray be taken to evaluate the lead integrity. Subsequently, additional information was received that the pacing threshold has increased to 4 v, and the rv rate/sense impedance has now increased to greater than 2000 ohms. A boston scientific engineer reviewed the save to disk, and discussed that a lead leakage error was also observed, but this error does not imply lead impedance issues. This device has no other memory errors, and appears to be operating as designed. Bsc ts has suggested a careful inspection of the lead/pg connection. It should be noted that the rv lead is a competitor's lead. There were no adverse patient effects reported.

Manufacturer narrative:
Recently, this device was explanted and replaced, and will be returned to bsc for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegations of high rv impedances and rising thresholds not confirmed by analysis.